Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate (e. Coli) was misidentified as shigella boydii. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for misidentification of escherichia coli as shigella boydii when using phoenix panel nmic/ID-307 (catalog number 449289) batch number 4156344. The customer did not return panels or isolates but provided phoenix generated lab reports for the investigation. The lab reports show an isolate identified as e. Coli and shigella boydii when using the complaint batch. The complaint batch was unavailable at the time of testing and a comparable batch was used. To investigate, retention panels from the comparable batch were tested using in house isolates e. Coli a35218, e. Coli 11421 and e. Coli 18187 on a phoenix m50 machine and evaluated for identification results. In addition, a control panel from the same material but different batch was inoculated with in house isolate e. Coli 18187 on a phoenix m50 machine and evaluated for identification results. The panels tested identified their inoculated isolates correctly. This complaint is not confirmed. The batch history record was satisfactory and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the panel phoenix nmic/ID-307 a patient isolate (e. Coli) was misidentified as shigella boydii. No health impact or consequence reported.